Manufacturer narrative:
The service provider tested the device on (B)(6)2020. The test report was received by zyno medical on (B)(6)2020. The air-in-line sensor and the pressure sensor worked as expected. The pump passed sensor tests. The reported issue was not confirmed. The pump was found to have an erratic display on the lcd, which was unrelated to the complaint. The pump was repaired and tested to meet full specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00028).

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 06/01/2020 and stated that pump 610753 has a sensor that is not working. There was no more information provided regarding the sensor. The device operator was a technician. No medication was being infused. There was no patient involved.